Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net in back up vvi. The patient was brought in clinic for troubleshooting. A device image was sent for further investigation. A device download was performed successfully.